Event description:
It is reported that one week after tka the pt presented with a hematoma. Debridement of the right knee with antibiotic solution to salvage the prosthesis and prevent long-term infection.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Page 1 of the operative notes for the implant surgery and the debridement were returned however, they do not include any info beyond page 1 and are incomplete. There was no indication of root cause in the operative notes. A definitive root cause cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.